Manufacturer narrative:
The service repair technician (srt) replaced the display membrane. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during routine testing of the device at the service center, the display on the roller pump was damaged. There was no patient involvement.